Event description:
It was reported that during a procedure during the procedure, the fiber was burned. The procedure was completed with another fiber with no patient complications.

Event description:
It was reported that during a procedure during the procedure, the fiber was burned. The procedure was completed with another fiber with no patient complications.